Event description:
Difficulty was encountered when aspirating drug from the pump at refill. The hcp expected to get 17 cc, but was only able to aspirate 1-2 cc, at best. Attempts were made with several different needles. But had similar difficulties. The extension tube was also changed without any positive effect. The final outcome is unkown. No patient injury was reported.